Event description:
Patient was implanted with a pdl implant at l5-s1 on (B)(6)2025. Implant was removed on (B)(6)2025 and the patient was fused. Implant was removed due to implant expulsion, no patient symptoms were provided.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdl implant at l5-s1 on (B)(6)2025. Implant was removed on (B)(6)2025 and the patient was fused. Implant was removed due to implant expulsion, no patient symptoms were provided. A DHR review could not be completed as the lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery as the patient had requested it, therefore no device evaluation could be completed. Pre-removal imaging did show that the implant was expulsed from the disc space. The removal was completed due to implant expulsion / migration. This report is for 3 of 3 devices involved in this event.